Event description:
Blood tubing was spiked and primed. When inserted into IV pump, tubing split and broke off at insertion to pump area site, causing blood to flow out of the tubing. Tubing was clamped above site. Blood bank notified and said to spike with new tubing and infuse blood. Tubing sent to risk management. Dates of use: one day.